Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2002 - pt was implanted with bard marlex mesh for the treatment of stress urinary incontinence. The attorney's report alleges pain and suffering, disability, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The attorney's report alleges that the pt was implanted with an unspecified bard marlex mesh product for treatment of stress urinary incontinence. No specific bard product was identified in the attorney's report; therefore we are reported this as a bard flat mesh due to the reference to marlex mesh. No specific device failure has been alleged and medical records have not been provided. We have contacted the initial reporter to request additional info and if available, to request return of the device for eval. A mfg review was not possible as no product identifiers have been provided. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a f/u MDR will be submitted.